Manufacturer narrative:
Follow-up # 2 ((B)(4) 2012)-device evaluation: the test strips involved with this complaint have been returned and evaluated ((B)(4) 2011) by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter displayed an "ER 2" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 8am. The cca was advised the patient manages his diabetes with byetta injections and glucotrol pills (amounts not specified). At the time of the alleged issue, the patient claimed he continued to take his usual dose of medications. A couple hours after the start of the alleged issue, the patient claimed he felt symptoms of tense, had a lack of energy and was sweating. The patient took food and/ or drank a beverage as treatment. Later that afternoon, the patient obtained a blood glucose result of "112 mg/dl" on another device. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca tried to walk the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k021819.